Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. Based on the information reviewed, the definitive cause for the single leaflet device attachment/slda could not be determined. The reported worsening mr was due to the slda. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr). One clip was implanted, reducing mr from 4+ to 1. On (B)(6) 2019, during a follow up echocardiogram it was noted that the clip detached from the posterior leaflet and remained attached to the anterior leaflet, (single leaflet device attachment/slda) and mr increased to 4+. A second mitraclip procedure has not been scheduled. No additional information was provided.